Event description:
It was reported that the customer alleges he thinks he is having some cot tipping issues with our power pros. There was pt involvement but no adverse consequences.

Manufacturer narrative:
Unit was evaluated by the customer.